Manufacturer narrative:
Through follow-up livanova was informed the issue was related to a mechanical damage and leads to oversensing. The bubble sensor is manufactured by a livanova supplier and following the sensors' investigation, the supplier introduced a primer into the gluing process to prevent the insert from detaching. Based on the above facts, the reported failure has been traced back to a faulty supplied component. No other specific action was currently deemed necessary, the risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market. In case of bubble sensor triggering false bubble alarms, the pump is stopped by the bubble alarm even if no air is present in the monitored line. In such situations, the alarm can always be cleared or overridden by user, once the line is verified to be free of air, and the perfusion can be easily restarted. Thus, it is unlikely that a false bubble alarm will result in an interruption of cardiopulmonary bypass for longer than 3 minutes. Moreover, as per device instruction for use, the bubble sensor function is required to be checked before each operation, to prevent failures from occurring during a procedure. Therefore, any failure of bubble sensor resulting in oversensing is not likely to result in death or serious injury and the present event has been reassessed as not repotable.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz console. The incident occurred in (B)(6), pennsylvania. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a bubble sensor detector was defective during procedure. No additional information is available. It cannot be excluded that bubble sensor did not detect air bubble. There was no patient injury.